Event description:
Reported due to hematoma. The physician attempted closure of arteriotomy site with a perclose proglise device following a diagnostic procedure. It is unknown if fluorosxopy was performed prior to the procedure. There, the vessel size, vessel condition and exact arteriotomy site are unknown. Reportedly the physician experienced difficulty obtaining a pulsatile flow. Due to the trouble that was experienced finding pulsatile flow, the physician "repositioned and reinserted" the device. The device was deployed and the knot "presented t the skin level." As the physician was "positioning" the suture with the suture trimmer, "the entire suture with the knot" came out of the patient. A "little piece of tissue" was noted to be attached to the suture. The physician believes the tissue to be "fat not vessel." It was noted that the patient had a very large soft hematoma approximately the "size of a grapefruit". The patient reported had a very high blood pressure prior to the procedure. The patient was also given atropine at the time the hematoma was noted. At last report the patient was still hospitalized due to "am ostial lesion to the left anterior descending )lad)" and is reportedly a "high risk surgical candidate." Although requested, no additional patient information was provided.